Manufacturer narrative:
(B)(4).

Event description:
It was reported that "incorrect volume read". Additional information received stated that "there are no alarms on the pump, the patient is stable and augmentation is good per [physician]. I asked to see some fluoro/cine of the iab to better assess. I then asked [clinician] to see the pump monitor. That is when I saw the iab volume was set at 35cc. This is a 40cc fos iab. As I was discussing that the iab was too high with [physician], I asked who had changed the volume to 35cc. All claimed no one had changed it. I had [clinician] attempt to increase to 40cc and 35cc was reading 100 percent and therefore did not allow a change in volume setting. I then had [clinician] stop pumping (red off), disconnect the 40cc blue adapter and reconnect. The pump is now reading 30cc 100 percent. I asked them to get another pump and they had one in the lab. When the adapter was connected, it immediately read 40cc. I then had her move the fos over to the second console, performed a map calibration and began pumping. The second pump started without issue and I asked [clinician] to have [physician] take another image. We hung up and then she called me back within a couple of minutes and said that it was much better and he was happy with the result. I explained it still looked a little high in the aorta. She verbalized understanding and had no further questions." No patient injury, harm, or consequence reported.

Manufacturer narrative:
(B)(4). The reported complaint of "incorrect volume read" is confirmed based on the received photos and videos. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the incorrect balloon volume. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "incorrect volume read". Additional information received stated that "there are no alarms on the pump, the patient is stable and augmentation is good per [physician]. I asked to see some fluoro/cine of the iab to better assess. I then asked [clinician] to see the pump monitor. That is when I saw the iab volume was set at 35cc. This is a 40cc fos iab. As I was discussing that the iab was too high with [physician], I asked who had changed the volume to 35cc. All claimed no one had changed it. I had [clinician] attempt to increase to 40cc and 35cc was reading 100 percent and therefore did not allow a change in volume setting. I then had [clinician] stop pumping (red off), disconnect the 40cc blue adpater and reconnect. The pump is now reading 30cc 100 percent. I asked them to get another pump and they had one in the lab. When the adapter was connected, it immediately read 40cc. I then had her move the fos over to the second console, performed a map calibration and began pumping. The second pump started without issue and I asked [clinician] to have [physician] take another image. We hung up and then she called me back within a couple of minutes and said that it was much better and he was happy with the result. I explained it still looked a little high in the aorta. She verbalized understanding and had no further questions." No patient injury, harm, or consequence reported.